Event description:
Shock delivered notification was received on the customer support helpline queue. Customer care was able to contact patient's emergency contact who stated that someone found the patient on the floor and called 911. Family further stated that the patient passed away on (B)(6) 2025 and was wearing the wcd system at the time of the event. The patient was in asystole episode prior to a tachy treated episode, which was then followed by a final asystole episode. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Therapy cable was not recovered from the field. Device record indicated that the patient was wearing the wcd system during the asystole episode. Wcd is not indicated for the treatment of asystole. Patient death was not related to wcd performance.